Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed when the operator attempted to deploy it in the black-black state of the indicator window. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca) utilizing a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of approximately 30¿45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium, plaque, or stenosis greater than 50% at the puncture site. There was no nearby stent or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. The target femoral site had not been previously closed with any closure device within the past 30 days. The exoseal vcd was prepared and used in accordance with the instructions for use (IFU). The device and packaging showed no visible damage prior to use. The physician achieved certification on the use of the exoseal vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18443689 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed when the operator attempted to deploy it in the black-black state of the indicator window. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca) utilizing a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of approximately 30¿45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium, plaque, or stenosis greater than 50% at the puncture site. There was no nearby stent or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. The target femoral site had not been previously closed with any closure device within the past 30 days. The exoseal vcd was prepared and used in accordance with the instructions for use (IFU). The device and packaging showed no visible damage prior to use. The physician achieved certification on the use of the exoseal vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18443689 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed when the operator attempted to deploy it in the black-black state of the indicator window. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca) utilizing a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of approximately 30¿45 degrees for the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium, plaque, or stenosis greater than 50% at the puncture site. There was no nearby stent or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. The target femoral site had not been previously closed with any closure device within the past 30 days. The exoseal vcd was prepared and used in accordance with the instructions for use (IFU). The device and packaging showed no visible damage prior to use. The physician achieved certification on the use of the exoseal vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. The device was not returned as expected.